Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample was received by customer. Evaluation was performed based on pictures provided by customer via email on (B)(4) 2011. Related batch documentation were reviewed which showed no signs of discrepancy during packaging of both products. Per the pictures provided, the actual products received were mm61130065 bearing lot# 607363r001, but packed in box labeled as mm61110065 with lot# 607262r001. Based on the findings, it is concluded that the complaint was confirmed as per pictures review and customer feedback. A CAPA event has been initiated upon receipt of a similar complaint and investigation result is documented in this CAPA. It is confirmed that this particular lot# (607363r001) was produced before the implementation of CAPA. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. Please note: "this case described wrong product in box for two different lots" therefore; a separate 3500a form has been completed for the other case under patient identifier#: (B)(6), and MFR. Report#: 9611710-2014-00111. (This is report 2 of 2 to capture these cases). Note: this MDR is being reported as a result of a retrospective review of complaints conducted by (B)(4) for complaints received from (B)(4) 2011 - (B)(4) 2013.

Event description:
Complaint details are as follows: "item mm61130065 were packed wrongly in boxes mm61110065. Customer don't have the exact quantities yet since we just received the complaint from one hospital today. At this point, they only know what one case ((B)(4)) was not packed correctly." The reference lot numbers are listed as follow, mm61130065 / lot no. 607363r001 mm61110065 / lot no. 067262r001. Note: this case described wrong product in box for two different lots.